Event description:
It was reported that during a procedure to treat an un-specified coronary lesion, a perforation occurred in the proximal left main which required treatment with a graftmaster stent. The 4.0 x 12 mm graftmaster stent was implanted; however, the perforation was not completely sealed. The 3.0 x 12 mm graftmaster stent was implanted, but the perforation continued to leak; therefore, the 3.0 x 16 mm graftmaster stent was implanted to successfully seal the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 3.0 x 12 graftmaster referenced is being filed under a separate medwatch report.